Event description:
It was reported that the handpiece continued to run with the safety switch on during an orthopaedic surgical procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.